Event description:
The customer reported that the system had a communication failure error. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The fluoro functions board, generator interface board, power supply, and battery pack were replaced during the service call. The system was tested and found to be working as intended and put back into service.